Manufacturer narrative:
Additional information: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused on a newborn infant while infusing a 500ml 5% dextrose solution (rate unknown). The entirety of the 500ml bag infused within 3-4 hours and resulted in the patient having glucose levels over 800 and hyponatremia. The patient's glucose level returned to normal over the course of a day. No additional information is available.